Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was inspected at a boston scientific warehouse on (B)(6), 2010. According to the warehouse employee, during visual inspection of the polyflex esophageal stent, a foreign body (looking like a hair) was found in the package. There was no visible damaged noted on the packaging. There is no patient or procedure involved as this defect was discovered in a boston scientific warehouse.

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was inspected at a boston scientific warehouse on (B)(6), 2010. According to the warehouse employee, during visual inspection of the polyflex esophageal stent, a foreign body (looking like a hair) was found in the package. There was no visible damaged noted on the packaging. There is no patient or procedure involved as this defect was discovered in a boston scientific warehouse.

Manufacturer narrative:
A visual examination of the returned stent did not reveal any obvious signs of contamination, discoloration, missing parts or design irregularities. Close examination of the stent packaging confirmed that there was a foreign particle visible in the packaging. Close examination of the delivery system did not reveal any irregularities. The reported issue is being monitored for the next 6 months. Based on the evaluation conducted, no definitive root cause could be determined. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Manufacturer narrative:
(B)(4): the defect was discovered in a boston scientific warehouse on (B)(4), 2010, therefore there is no date of return. Though the suspect device was inspected by a boston scientific employee, the formal investigation and evaluation of the device has not been performed. Therefore the root cause has not yet been determined. Upon completed of the failure analysis for this complaint, a supplemental MDR will be filed.